Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("portion of essure from omentum/essure rod present imbedded into the omentum (as per mr)"), pelvic pain ("pain / pelvic pain"), pregnancy with contraceptive device ("pregnancy (no complications)/ multiple unplanned pregnancies (no dates given)") and genital haemorrhage ("bleeding/ clots") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failed essure" in 2008. The patient's medical history included multigravida, parity 3 (((B)(6) 1992, (B)(6) 2006, (B)(6) 2012)), multigravida on (B)(6) 2011, parity 3 on (B)(6) 2011 and caesarean section. Concurrent conditions included amenorrhea since (B)(6) 2009, breast tenderness since (B)(6) 2011, nausea since (B)(6) 2011, fatigue since (B)(6) 2011, weight gain since (B)(6) 2011, irritability since (B)(6) 2011, discomfort since (B)(6) 2012 and fetal placental thrombosis. Concomitant products included oral contraceptive nos from 2007 to 2008 for birth control, phentermine (adipex) since 2010 for weight loss as well as fluconazole (diflucan), loratadine (claritin) since 2011 and vitamins [umbrella term]. In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain") and was found to have hormone level abnormal ("hormonal changes describe: sad & down all the time"). The patient was treated with surgery (she had surgical removal of coil(s) and underwent removal). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, hormone level abnormal, alopecia, abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal discharge and dyspareunia outcome was unknown and the pelvic pain and back pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, alopecia, back pain, device dislocation, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: the essure device was placed without difficulty with 4 trailing coils. Left tube: 1 coil, right tube: 3 coils. Diagnostic results: on (B)(6) 2009 the patient had undergone for ultrasound scan and report shows findings: the uterus measures approximately 13.0 x 8.0 x 3.5 cm. The myometrium has a smooth border without focal solid myometrial mass, along the peripheral aspect of the uterus on the right,there is a linear hyperechoic focus compatible with history of essure device. On (B)(6) 2009 the patient had surgical pathology report resulted specimen is received fresh in a vacuum extraction container labeled products of conception is an aggregate of red· maroon clotted blood and tan-pink soft membranous tissue. The specimen measures 8 x 6.5 x 2 m in overall dimensions. On (B)(6) 2010, patient again undergone ultrasound scan and report shows pregnant female with history of failed essure. A left essure device is not demonstrated. On (B)(6) 2011, patient again undergone for ultrasound scan and the impression is- fetus outside of frst screening parameters. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-dec-2018: quality-safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("portion of essure from omentum"), pelvic pain ("pain / pelvic pain"), pregnancy with contraceptive device ("pregnancy (no complications)/ multiple unplanned pregnancies (no dates given)") and genital haemorrhage ("bleeding/ clots") in an adult female patient (gravida 8, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failed essure" in 2008. The patient's past medical history included multigravida, parity 3 (((B)(6) 1992, (B)(6) 2006, (B)(6) 2012)), multigravida on (B)(6) 2011, parity 3 on (B)(6) 2011 and caesarean section. Concurrent conditions included amenorrhea since (B)(6) 2009, breast tenderness since (B)(6) 2011, nausea since (B)(6) 2011, fatigue since (B)(6) 2011, weight gain since (B)(6) 2011, irritability since (B)(6) 2011, discomfort since (B)(6) 2012 and fetal placental thrombosis. Concomitant products included oral contraceptive nos from 2007 to 2008 for birth control, phentermine (adipex) since 2010 for weight loss as well as fluconazole (diflucan), loratadine (claritin) since 2011 and vitamins. In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes describe: sad & down all the time"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (she had surgical removal of coil(s).) And surgery (she had surgical removal of coil(s)). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, hormone level abnormal, alopecia, abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal discharge and dyspareunia outcome was unknown and the pelvic pain and back pain had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, alopecia, back pain, device dislocation, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: the essure device was placed without difficulty with 4 trailing coils. Left tube: 1 coil, right tube: 3 coils. Diagnostic results: on (B)(6) 2009 the patient had undergone for ultrasound scan and report shows findings: the uterus measures approximately 13.0 x 8.0 x 3.5 cm. The myometrium has a smooth border without focal solid myometrial mass, along the peripheral aspect of the uterus on the right,there is a linear hyperechoic focus compatible with history of essure device. On (B)(6) 2009 the patient had surgical pathology report resulted specimen is received fresh in a vacuum extraction container labeled products of conception is an aggregate of red· maroon clotted blood and tan-pink soft membranous tissue. The specimen measures 8 x 6.5 x 2 m in overall dimensions. On (B)(6) 2010, patient again undergone ultrasound scan and report shows pregnant female with history of failed essure. A left essure device is not demonstrated. On (B)(6) 2011, patient again undergone for ultrasound scan and the impression is- fetus outside of frst screening parameters. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device dislocation. Most recent follow-up information incorporated above includes: on 5-jun-2018: pfs received. Reporters information updated. Historical condition and concomitant drug were added. Event added per pfs, back pain per mr: portion of essure from omentum. Onset date added. Back pain was improved. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("portion of essure from omentum/essure rod present imbedded into the omentum (as per mr)"), pelvic pain ("pain / pelvic pain"), pregnancy with contraceptive device ("pregnancy (no complications)/ multiple unplanned pregnancies (no dates given)") and genital haemorrhage ("bleeding/ clots") in an adult female patient (gravida 8, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failed essure" in 2008. The patient's past medical history included multigravida, parity 3 (((B)(6) 1992, (B)(6) 2006, (B)(6) 2012)), multigravida on (B)(6) 2011, parity 3 on (B)(6) 2011 and caesarean section. Concurrent conditions included amenorrhea since (B)(6) 2009, breast tenderness since (B)(6) 2011, nausea since (B)(6) 2011, fatigue since (B)(6) 2011, weight gain since (B)(6) 2011, irritability since (B)(6) 2011, discomfort since (B)(6) 2012 and fetal placental thrombosis. Concomitant products included oral contraceptive nos from 2007 to 2008 for birth control, phentermine (adipex) since 2010 for weight loss as well as fluconazole (diflucan), loratadine (claritin) since 2011 and vitamins. On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes describe: sad & down all the time"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (underwent removal) and surgery (she had surgical removal of coil(s)). Essure was removed on (B)(6) 2012. At the time of the report, the embedded device, pregnancy with contraceptive device, genital haemorrhage, hormone level abnormal, alopecia, abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal discharge and dyspareunia outcome was unknown and the pelvic pain and back pain had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, alopecia, back pain, dyspareunia, embedded device, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: the essure device was placed without difficulty with 4 trailing coils. Left tube: 1 coil, right tube: 3 coils. Diagnostic results: on (B)(6) 2009 the patient had undergone for ultrasound scan and report shows findings: the uterus measures approximately 13.0 x 8.0 x 3.5 cm. The myometrium has a smooth. Border without focal solid myometrial mass, along the peripheral aspect of the uterus on the right,there is a linear hyperechoic focus compatible with history of essure device. On (B)(6) 2009 the patient had surgical pathology report resulted specimen is received fresh in a vacuum extraction container labeled products of conception is an aggregate of red· maroon clotted blood and tan-pink soft membranous tissue. The specimen measures 8 x 6.5 x 2 m in overall dimensions. On (B)(6) 2010, patient again undergone ultrasound scan and report shows pregnant female with history of failed essure. A left essure device is not demonstrated. On (B)(6) 2011, patient again undergone for ultrasound scan and the impression is- fetus outside of first screening parameters. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device dislocation. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received. Event device dislocation updated to embedded device. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("portion of essure from omentum/essure rod present imbedded into the omentum (as per mr)"), pelvic pain ("pain / pelvic pain"), pregnancy with contraceptive device ("pregnancy (no complications)/ multiple unplanned pregnancies (no dates given)") and genital haemorrhage ("bleeding/ clots") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failed essure" in 2008. The patient's medical history included multigravida, parity 3 (((B)(6) 1992, (B)(6) 2006, (B)(6) 2012)), multigravida on (B)(6) 2011, parity 3 on (B)(6) 2011 and caesarean section. Concurrent conditions included amenorrhea since (B)(6) 2009, breast tenderness since (B)(6) 2011, nausea since (B)(6) 2011, fatigue since (B)(6) 2011, weight gain since (B)(6) 2011, irritability since (B)(6) 2011, discomfort since (B)(6) 2012 and fetal placental thrombosis. Concomitant products included oral contraceptive nos from 2007 to 2008 for birth control, phentermine (adipex) since 2010 for weight loss as well as since 2011, fluconazole (diflucan) and vitamins nos. On (B)(6) 2007, the patient had essure inserted. In 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("cramping"). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 years 10 months after insertion of essure. On an unknown date, the patient was found to have hormone level abnormal ("hormonal changes describe: sad & down all the time") and experienced alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain"). The patient was treated with surgery (she had surgical removal of coil(s) and underwent removal). Essure was removed on (B)(6) 2012. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, hormone level abnormal, alopecia, abdominal pain lower, vaginal haemorrhage, menorrhagia, vaginal discharge and dyspareunia outcome was unknown and the pelvic pain and back pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 8, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, alopecia, back pain, device dislocation, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: the essure device was placed without difficulty with 4 trailing coils. Left tube: 1 coil, right tube: 3 coils. Diagnostic results: on (B)(6) 2009 the patient had undergone for ultrasound scan and report shows findings: the uterus measures approximately 13.0 x 8.0 x 3.5 cm. The myometrium has a smooth border without focal solid myometrial mass, along the peripheral aspect of the uterus on the right,there is a linear hyperechoic focus compatible with history of essure device. On (B)(6) 2009 the patient had surgical pathology report resulted specimen is received fresh in a vacuum extraction container labeled products of conception is an aggregate of red· maroon clotted blood and tan-pink soft membranous tissue. The specimen measures 8 x 6.5 x 2 m in overall dimensions. On (B)(6) 2010, patient again undergone ultrasound scan and report shows pregnant female with history of failed essure. A left essure device is not demonstrated. On (B)(6) 2011, patient again undergone for ultrasound scan and the impression is- fetus outside of first screening parameters. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: quality safety evaluation of ptc(product technical complaint). Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pregnancy with contraceptive device ("pregnancy (no complications)/ multiple unplanned pregnancies (no dates given)") and genital haemorrhage ("bleeding/ clots") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective/failed essure". The patient's past medical history included multigravida and parity 3 (((B)(6) 1992, (B)(6) 2006, (B)(6) 2012)). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), hormone level abnormal ("hormonal changes describe: sad & down all the time"), alopecia ("hair loss"), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (essure removal). At the time of the report, the pelvic pain, pregnancy with contraceptive device and hormone level abnormal outcome was unknown. The reporter considered abdominal pain lower, alopecia, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, pregnancy with contraceptive device, vaginal discharge and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: events severe physical injuries was deleted, events pelvic pain, pregnancy with contraceptive device, genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, vaginal discharge, alopecia, abdominal pain lower, device ineffective and hormone level abnormal were added. Case became valid. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.